Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm, data anomaly during download due to blank display. Pump received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had issue. The customer¿s blood glucose level was unknown. Customer states they noticed the batteries do not last. The customer not able to troubleshoot. The insulin pump will be returned for analysis.